Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old patient was implanted with an impella cp support due to high-risk percutaneous coronary intervention (hrpci). Upon explanting the impella cp, it was reported the physician experienced difficulty with the closing. The first perclose device did not work. The physician continued to attempt to use three other perclose devices. The last and fifth attempt appeared to have taken and allowed the impella cp site to be closed. One angio-seal was also used during the closure.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.